Event description:
It was reported that during a laparoscopic cholecystectomy, the applier scissored a clip and then quit feeding clips into the jaw. The applier worked properly for eight firings then quit working. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.